Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned

Event description:
Customer stated there is a black vertical line on the left side of the meter display. No adverse event reported. Customer declined to return meter.